Manufacturer narrative:
H4: the lot was manufactured between march 22, 2022 - march 30, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor underinfused. The issue was identified after patient use. The actual therapy time was 53 hours; it took 7 hours longer than the expected therapy time of 46 hours. The device was filled with fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.